Event description:
A falsely elevated troponin I result of 9.87 ng/ml was obtained on a patient sample. The physician questioned the result. Another sample from the same patient was tested and a result of 0.00 ng/ml was obtained. The original sample was tested again on the same instrument a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result.